Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced upstream occlusion alarms during therapy. The patient was receiving tacrolimus at 10.4ml/hr (programmed amount unknown) and experienced at least three upstream occlusion alarms while "ccoe" was present. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.